Event description:
It was reported that an unspecified access set would not run intravenous (IV) fluid through an unspecified baxter pump at the rate of 80ml/hr. It was further reporter that after a few hours of infusion, the IV bag was still full. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: upon further investigation, it was determined that there is no allegation against the unspecified baxter set. Should additional relevant information become available, a supplemental report will be submitted.